Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was found to have kinked. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation into the product damage has been completed. The impella device was not returned. However, clinical details provided were sufficient to determine the root cause. The cause of the issue was use related as a cannula kink occurred as repositioning was done without a wire. This report is being filed as part of a retrospective review of historical records.